Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited a pacing problem. A sensing drop was noted upon removal of the tether; undersensing was noticed on electrogram. The physician waited for five minutes to see if the sensing would recover, but sensing was still low, and the thresholds was now high. Snare successfully retrieved and removed the device. A new device was implanted. No patient complications have been reported as a result of this event.